Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Additionally, it is unclear what role the concomitant use of products from another MFR may have played in this reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a mast tlif at l4-5 using a 25x10mm vertebral body spacer and rhbmp-2/acs used with autograft and supplemented with posterior fixation instrumentation. A surgical intervention was performed in response to hip algesia in an l5 distribution in 2006 to perform extensive lysis of adhesions, removal of heterotopic bone growth and excision of old scar tissue. At the time of intervention, a matured l4-5 arthrodesis was noted.